Event description:
It was reported the patient had an eroded pocket and the lead was removed. Infection was reported. It was also reported that during the explant of the atrial lead, the "j tip" portion of the lead appeared to be missing and still embedded in the right atrium. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed and no anomalies were found. The proximal conductor was distorted; distal conductor stretched; proximal conductor had blood/body fluid (not obstructed); outer insulation had cosmetic mio and cosmetic environmental stress crack; inner insulation torn; outer insulation had cosmetic depression. The lead was stretched and had apparent explant damage.